Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to rewarm patient to 36c on the arctic sun device. The device was registering pt1 (patient temperature) was below 31c. Temperature sensing foley and rectal probe in place. Secondary probe was registering patient temperature was 35.4c. They drained pads and reconnected and replaced cables and probes and now the temperature was registering correctly but nurse wanted to know what to do if it happened again. Nurse noted when this occurs to verify placement of probe. Nurse plug probe into bedside monitor to see if temperature reading was inconsistent. Use alternate source to check patient temperature. Unplug and plug back in cable from probe and device. Flex cable to see if temperature jumps around. If temperature changes noted, then replace the cable. Mis explained since nurse changed the cables and probes it would likely not return but they could not identify which one was the issue without trouble shooting in the moment. Mis advised to call back with any alerts or questions. Per follow up information received via phone on (B)(6) 2023, it was reported that they did not remember any details of this event.

Event description:
It was reported that they were trying to rewarm patient to 36c on the arctic sun device. The device was registering pt1 (patient temperature) was below 31c. Temperature sensing foley and rectal probe in place. Secondary probe was registering patient temperature was 35.4c. They drained pads and reconnected and replaced cables and probes and now the temperature was registering correctly but nurse wanted to know what to do if it happened again. Nurse noted when this occurs to verify placement of probe. Nurse plug probe into bedside monitor to see if temperature reading was inconsistent. Use alternate source to check patient temperature. Unplug and plug back in cable from probe and device. Flex cable to see if temperature jumps around. If temperature changes noted, then replace the cable. Mis explained since nurse changed the cables and probes it would likely not return but they could not identify which one was the issue without trouble shooting in the moment. Mis advised to call back with any alerts or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.